Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stopped on the perfusion system. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per the clinical review on (B)(4) 2013: during cpb, a large roller pump (used for suction) experienced jerky action and eventually stopped. There was no message on the central control monitor (ccm) and no audible tone since the pump was configured for suction application. There was a message indicating a pump failure displayed on the local roller pump. This message was likely a service pump message (error message) that in the instructions for use (IFU) guides the user to not use until checked by appropriate service tech. In this case, the perfusionist did stop using the pump and replaced it with a back-up roller pump. Since this pump was used for suction, it did not delay the surgical procedure. The case was completed successfully without loss of blood and no harm was observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.